Event description:
Facility reported patient receiving insulin injection in left upper arm with vanishpoint 1cc syringe. Needle pushed to retract. No needle was visualized inside syringe and small hematoma appeared.